Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient stated the electrodes used during the graded stress test caused redness on the outer ring of the electrodes not where the gel is on the inside. Patient had redness and multiple small scabbed areas. Patient consulted a physician and was prescribed a cream medication. The patient's skin was not prepped.